Manufacturer narrative:
Additional narrative: patient information not available for reporting. 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a young patient was implanted with two screws in the ankle area 3-4 years prior to removal. Since the patient wanted to go into military, the patient did not want any hardware to be inside the body. Surgery was scheduled for (B)(6) 2017 for removal of screws. When the surgeon was attempting to remove the screws during the surgery, the cannulated screwdriver shaft broke. One of the screws was also reported to break during the removal process. The screw broke into two pieces. The broken fragment was removed and the other part of the screw was left behind in the patient. The other screw was successfully removed. The procedure was completed with unknown amount of delay in time and the patient status was reported to be okay after the surgery. (B)(4).